Event description:
Bayer case number: (B)(4) essure device was recently removed from the claimant [medical device removal] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure device was recently removed from the claimant") in a female patient who had essure inserted. The patient had a medical history of vaginal bleeding. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: attorney did not provide a patient¿s name either when she called or emailed. Below she gives a little more specificity and says the ¿bayer¿s ¿essure¿ device was recently removed from the claimant, with a history of vaginal bleeding for a prolonged period of time.¿ I do not think that is very clear that the bleeding was the ae or if the patient obtained the essure to help with her history of bleeding and then had additional problems. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.